Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Expired test strips returned - unable to test. Root cause of malfunction is determined to be dead battery.

Event description:
Meter is not turning on and high readings. The meter does not turn on. The battery placed in the equipment emits intermittent sound without showing any symbol on the screen. Button (s) is pressed to try to turn it on or to view saved results and the meter is unresponsive. It is validated that the correct battery is been used is non-rechargeable lithium 3v (# cr2032). Additional information to this patient claims that the machine gives results very high. Patient history has been verify with initial equipment sent on 1/31/2016.